Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). The customer states that his inr results and warfarin dosage have been fluctuating for approximately 1 month. At an unknown time on (B)(6) 2018, the patient tested a sample on the meter 3 consecutive times and it resulted with values of "5 something" inr, 4.7 inr, and 4.8 inr. A few hours later, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.0 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient did not have any hematocrit issues and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes in diet and has no additional illnesses. The patient does not take any new medications. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. The retention test strips (lot 294151) were tested in comparison to the master lot. The corresponding retention material in inr ranges < 4.5 complies with the specification, based on requirements of the regular retention testing process of the qc department. The patient's meter and test strips were returned for investigation where they were tested using retention control material. Testing results (qc range = 2.0 - 3.0 inr): qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4.0 %. The alleged values of 4.7 inr and 5.1 inr were observed in the meter's memory, but both are dated (B)(6) 2018. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.